Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, while positioned in the patient's esophagus, the bands misfired and fell into the patient. There were no attempts to retrieve the bands. The physician had no concerns leaving the bands to pass naturally. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)